Manufacturer narrative:
The reported event of a helix mechanism issue was confirmed. A complete lead was returned in one piece with the helix partially extended and clogged with blood/tissue. X-ray inspection found overtorqued of the inner coil consistent with the procedural damage. After cleaning and by applying torque directly to the inner coil, the helix could be extended and retracted, and helix extension length met specification. The cause of the reported event was isolated to overtorqued inner coil in the connector region and the helix being clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine implant procedure. It was noted during the procedure that the right ventricular lead could not be implanted as the helix would not deploy . The same issue occurred after moving the lead. The lead was exchanged and replaced. The replacement was implanted with no issues. The patient was stable.